Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering. The customer also reported that there was motor error alarm on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No motor error alarms were noted. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, a cracked display window and belt clip slot. The pump was received with minor scratches on the display window.

Event description:
Troubleshooting for the motor error alarm is as follows: the customer stated that she programmed a bolus, and the pump would deliver about one or two units of insulin and then give a no delivery alarm. The customer also stated that the pump has given her two motor error alarms in the past month. The customer was able to rewind the pump. Reviewed the alarm history, and did not find more than one motor error alarm in the past month. However, the customer stated that she definitely has received more than one. Advised the customer that the pump would be replaced.